Event description:
It was reported that, "pelvic screw tulip head came off. Screw was part of a construct up to t-10. Unilateral 8.5x90 standard polyaxial screw was used on pt's left side. Screw was placed under power. After the initial surgery the fixation and construct seemed quite stable and was seemingly well placed. Post operatively the screw tulip head popped off. The pelvic screw was revised and replaced with a closed head 8.5x100 screw."

Manufacturer narrative:
Method: complaint history analysis, DHR review, visual inspection, risk assessment. Results: there have been (B)(4) complaints related to tulip head disengagement on this design of the xia 3 screw. Previous investigations have concluded that early post-op dislodgement is linked to a significant force used on the screw during final tightening and high implantation angulation. The DHR was reviewed for all items returned with this complaint and no deviations were noted. The returned screw was inspected and it was confirmed that the tulip head separated from the screw body. Part of the tulip clip is damaged and the crown of the screw body is deformed. The screw body shows deep off center indentations and a flattening of the opposite side female prongs. This type of damage is common for screws that are overloaded during final tightening of the blocker, when implanted at a large angulation. There is also damage from the surgeon removing the screw. In this case the screw failed after surgery requiring a revision surgery. Conclusion: the damage to the screw from this event is consistent with previous investigations and internal testing. Multiple and/or excessive loading was applied to the blocker at a large angulation which lead to the tulip separation.